Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient removed the pod from the infusion site (leg) as it had almost ran out of insulin. After removing the pod the infusion site began heavily bleeding. The patient called for an ambulance, the ambulance technician used a wound patch to help stop the bleeding. No other treatment or medication was required. The patient's blood glucose level was at 13.8 mmol/l (248.4 mg/dl) at the time of the reported event. A new pod was placed. The ambulance left after 15 minutes. Additionally, the patient reports their arms and legs are lean. They will use the back of their arm for future pod placement as there is more fat in that area.

Manufacturer narrative:
Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined.